Event description:
It was reported that two (2) minicaps cracked after tightening. This was discovered after use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the returned photograph showed a minicap inside a plastic wrap. The image of the minicap is out of focus therefore it is not possible the determine if there is a crack present on the cap. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.